Event description:
The report received from the field indicated that during a coil embolization procedure, the physician introduced the orbit galaxy complex xtrasoft coil 2 x 2 coil into the microcatheter (mc) but decided not to detach the coil. During the attempt to re-sheath the coil, the blue stopper/introducer became dislodged/separated. The physician decided to stop the re-sheathing process at this time. A new coil was used to complete the procedure successfully. There was no reported patient injury. Additional information has been requested. Inspection of the returned coil indicated that the coil was slightly stretched.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization procedure, after introducing the orbit galaxy complex xtrasoft coil 2 x 2 coil into the microcatheter (mc) it was decided not to detach the coil. During the attempt to re-sheath the coil, the blue stopper on the introducer became dislodged. It was decided to not continue the resheathing process. There were no adverse events associated with this incident. A new coil was opened and the procedure continued without further incident. Inspection of the returned device found that the coil was entangled with the introducer and stretched. The product was returned for inspection. A non-sterile orbit galaxy complex xtrasoft coil 2 x 2 was received coiled inside of plastic bag. The stopper was noted to be loose inside of the plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was unzipped, and partially off of the hypotube, the stopper was separated from the introducer. The zipper was also separated from the introducer and covering the embolic coil. This appears to be related to forcing the zipper beyond the stopper; causing the stopper separation. The support coil and gripper were received outside of the introducer, once the zipper was removed from covering part of the embolic coil, the gripper and embolic coil were inspected. The gripper was found without damage and the embolic coil was found stretched and entangled with the introducer. Some waves were found on the product but appear to have occurred occur during the handling of the unit for return. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported dislodgement of the stopper was confirmed; in addition, the coil was found to be stretched. The cause and timing of the stretched coil could not be determined; however, based on the condition of the returned device with the coil entangled with the introducer, it is possible that this occurred post procedural use. The cause of the stopper dislodgement appears to be related to excessive force applied to the zipper. Based on the analysis of the returned device and the device history record, there is no indication of any related manufacturing issues related to the event. Additionally inspections are in place per procedure to prevent this type of failure from leaving the facility. Therefore, no corrective actions will be taken at this time.